Event description:
Calcar fracture occurred during inserting the stem on surgery. The time of surgery was extended for 30 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.